Event description:
It was reported that a caregiver failed to follow therapy steps during peritoneal dialysis therapy. The transfer set become disconnected and the caregiver reconnected the transfer set to the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error where a patient was reconnected after becoming disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.